Event description:
It was reported that during a ptca / stenting treatment procedure involving a 99% stenotic lesion in a somewhat tortuous lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 10 atm's on the initial inflation. The patient was asymptomatic during this event. A neo's miracle 3g guidewire, a zuma2 guide catheter (size unknown) and a nir stent were also used in this case, but the types and sizes of introducer sheath and inflation device used are unknown. The procedure was successfully completed. It is unknown if the stenting was originally planned or if the stent was deployed due to the suspected balloon rupture. Patient status is reported as 'good'.